Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of high incident was 237mg/dl. The customer's levels had risen to 400mg/dl. The customer states they treated with manual injections. The customer's blood glucose level at the time of low was 21mg/dl. The customer states their levels had dropped as low as 11mg/dl. The customer states paramedics were called because they had passed out. The customer was treated with glucose water and IV. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist. The customer mentioned air bubble in reservoir. The bubble was not able to be primed out. The customer is being sent out replacements.